Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/31/2022, it was reported by a sales representative via email that approximately 30mm of the tip of (2) ar-1400f-100 flexible reamers broke in the patient's joint while drilling the femoral tunnel. All broken pieces from both reamers were retrieved from inside the patient. Case was completed by opening a set of reusable reamers. This was discovered during an aclr procedure on (B)(6) 2022.